Manufacturer narrative:
(B)(4). Subject device is an instrument and is not implanted. Investigation is ongoing, no conclusion can be drawn.

Event description:
During a prodisc-l procedure at l4-l5, the inserter disengaged about half way in. Surgeon removed inserter from patient, used another poly and reloaded, and it popped out again. Surgeon then used another inserter, new poly and new inferior plate. Implant was placed and procedure was completed. Procedure was extended 45 minutes to an hour. After completion of the procedure, it was noted the tips of the inserter were bent. This is report #2 of 2 for the same event.